Event description:
During the patient's spinal surgery (decortication process) there was a loss of motor evoked potentials to both lower extremities. The concern is that the osteotome came in contact with the spinal cord causing an insult to the cord, which resulted in a right sided, "brown-sequard syndrome."